Manufacturer narrative:
We checked the DHR related to the packaging process of this stem (batch 201102716-1100283), without finding any anomaly. By the event description, we believe that the rubbing of the stem could have been caused by bad handling during the transportation phases of the device from (B)(4) to (B)(6). It's likely that we will received the package of the stem, we will submit a follow-up report after analyzing the package.

Event description:
This is a signaling regarding the packaging of a smr stem, the event occurred in (B)(6). During surgery, the scrub nurse detected a rubbing of the stem against the plastic of the inner vacuumed pouch. The outer and inner pouches were intact. The packaged was inspected for damage and puncture holes were not identified. As the sterility of the device was not compromised, the surgeon was happy to use the implant. There were no consequences for the pt.